Event description:
Per the clinic, the patient underwent skin revision surgery (specific date not reported) due to hypertropic scar and subsequently was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on december 05, 2023.